Event description:
Infusion rn spontaneously called in to report pump malfunction. Rn receiving error code when turning on the pump, system time out, rn changed the batteries and unable to started the pump without the error code. Moog 6000cms, serial number (B)(4), exp date 12/30/2020. Pt receiving infusion via d-a-f tubing, tolerating well. No side effects reported from pump malfunction. We are sending a new pump; the pump is available for return and we are sending a return box to the pt. No further info known. Reported to (B)(6) by health professional.